Event description:
The physician reported that after undergoing cataract surgery with implantation of the crystalens the pt developed glare and halos which was secondary to the lens vaulting anteriorly. Surgical intervention was performed to exchange the iol. The physician reports that the pt is doing fine now. The association between the event and the iol is not known.